Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after sunscreen was found on pump. Pump was cleaned. After cartridge was changed and pump cleaned a second time, the alarm cleared. Customer's blood glucose was within range (value not provided).